Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent system was used during a stent implantation procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a tumor stenosis at the cardia with infiltration into the stomach. The stricture was noted to be approximately 10cm in length. The stricture was not dilated prior to stent placement. A non-bsc guidewire was placed extending into the duodenum. The guidewire made an angle of more than 90 degrees when crossing the stenosis in the stomach. The physician advanced the stent system over the guidewire. However, the physician was unable to push the delivery system over the angle in the guidewire. The physician attempted to push the guidewire forward. At this time, the tip of the stent delivery system detached. The delivery system was removed from the patient. The physician then retrieved the tip with a stone basket. The procedure was completed by placing a 12cm wallflex duodenal stent successfully. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. It was noted that the tip had detached from the inner shaft and was returned. A microscopic examination of the distal end of the inner shaft found traces of adhesive indicating that the tip had been attached to the inner shaft during the manufacturing process as required. It was noted that the distal end of the tip was kinked. The outer sheath was also kinked at 227mm and 255mm proximal to the distal end of the outer sheath. During a functional analysis, it was possible to fully deploy the stent without issue. There was no issue in the movement of the outer sheath proximally or distally. No issues were noted with the profile of the deployed stent. The inner shaft was kinked at 229mm proximal to the distal end of the inner shaft from where the tip had detached. A medical review of x-ray images of the stent system taken during the procedure confirmed that the stent system appeared to be at an angle greater than 90 degrees. The images also confirmed the detached tip from the stent system. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a device that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
(B)(4) - the reported event of tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent system was used during a stent implantation procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a tumor stenosis at the cardia with infiltration into the stomach. The stricture was noted to be approximately 10cm in length. The stricture was not dilated prior to stent placement. A non-bsc guidewire was placed extending into the duodenum. The guidewire made an angle of more than 90 degrees when crossing the stenosis in the stomach. The physician advanced the stent system over the guidewire. However, the physician was unable to push the delivery system over the angle in the guidewire. The physician attempted to push the guidewire forward. At this time, the tip of the stent delivery system detached. The delivery system was removed from the patient. The physician then retrieved the tip with a stone basket. The procedure was completed by placing a 12cm wallflex duodenal stent successfully. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.